Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion. Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced due to unexpected longevity related to the patient's right ventricular epicardial (rv) lead that has high pacing thresholds. The replacement ipg required a higher programmed pacing amplitude as a result of the rv lead pacing threshold. No patient complications have been reported as a result of this event.